Manufacturer narrative:
The investigation was carried out based on the inspection of the returned mask of classicstar plus mp04711. There are three components of the mask which are made of silicone described as "soft plastic part" by the user (cap for pressure measuring port, nasogastro port and lip). The received complaint material has been visually checked regarding the point of concern. The general condition shows a normal degree of wear. Each silicone part was properly attached to the mask body. None of them came loose accidentally. The cap for pressure measuring port had a tight fit. The lip also showed no deviations from specification. Only the nasogastro port showed a less secure fit compared to other classicstar plus masks. According to the instructions for use (IFU) the user needs to inspect the mask prior to each use. If parts are damaged, the mask has to be replaced. In case of a leakage, the workstation will either compensate it or post a corresponding alarm. An evaluation of complaint and warranty data of the previous two years has been carried out. Since no other case has been reported during this time, it is assessed as a single event. Due to the fact that non-invasive ventilation is not used for patients with difficult lung/ventilation conditions and that a leakage is compensated or alarmed by the connected workstation the case was reassessed and categorized as non-reportable.

Event description:
It was reported that a part detached from the mask. There was no injury but ventilation was reportedly insufficient.

Manufacturer narrative:
The investigation was carried out based on the inspection of the returned mask of classicstar plus mp04711. There are three components of the mask which are made of silicone described as "soft plastic part" by the user (cap for pressure measuring port, nasogastro port and lip). The received complaint material has been visually checked regarding the point of concern. The general condition shows a normal degree of wear. Each silicone part was properly attached to the mask body. None of them came loose accidentally. The cap for pressure measuring port had a tight fit. The lip also showed no deviations from specification. Only the nasogastro port showed a less secure fit compared to other classicstar plus masks. According to the instructions for use (IFU) the user needs to inspect the mask prior to each use. If parts are damaged, the mask has to be replaced. In case of a leakage, the workstation will either compensate it or post a corresponding alarm. An evaluation of complaint and warranty data of the previous two years has been carried out. Since no other case has been reported during this time, it is assessed as a single event. Due to the fact that non-invasive ventilation is not used for patients with difficult lung/ventilation conditions and that a leakage is compensated or alarmed by the connected workstation the case was reassessed and categorized as non-reportable.

Event description:
It was reported that a part detached from the mask. There was no injury but ventilation was reportedly insufficient.

Manufacturer narrative:
The investigation is ongoing. Results will be provided with a separate follow-up-report. H3 other text : on-going

Event description:
It was reported that a part detached from the mask. There was no injury but ventilation was reportedly insufficient.